Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test. No delivery alarm or occlusion - unknown timing not confirmed. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. Device failed to vibrate during self test. Lack of vibration isolated to harness assembly vibrator.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was 210 mg/dl. The customer was assisted with troubleshooting. Customer stated that the number was changing. Customer states that the scroll bar was not moving up or down with no input from the user. Customer states that the insulin pump was not exposed to a change in altitude. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.